Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 400 mg/dl to 500mg/dl. The customer treated with insulin. Customer indicated that their doctor has been contacted and their blood glucose value was 425 mg/dl at the time of the call. Customer treated high blood glucose with insulin pump and manual injection. Customer was hospitalized on (B)(6) 2017 due to high blood glucose, a bad cold and had a heart condition. Customer was treated with antibiotics and IV for high blood glucose. Customer was released the same day. Customer was wearing insulin pump at the time of hospitalization. Customer was advised to monitor insulin pump. The product will not be returned.

Manufacturer narrative:
The correct information has been provided with this report.